Event description:
Procedure: robotic assisted radial prostatectomy. Cmax table was in surgery prior to the set-up for the case. Both the crna and circulator (rn) assigned to the room had independently checked that the cmax table was functioning correctly/appropriately. The patient was brought into the room and the patient self-transferred to the or table and was anesthetized. Once asleep, the patient was positioned in dorsal lithotomy and all other positioning associated with robotic positioning. The cmax was then unlocked to move the bed in the room, was placed in the desired location, but then were unable to lock the cmax. The cmax remote indicated "locking", but not actually locked. The remote was turned off and on multiple times, the plugs were "tightened" both at the remote end, bed end and wall end. Eventually, the table was locked, but it would not do any positioning activities, such as trendelenburg. A different remote was obtained and plugged in. With the new remote, the table would not respond to any request - would not change height, rotate from side-to-side, or go into trendelenburg. The hospital's maintenance staff person was contacted and came to the or. The maintenance technician assisted with troubleshooting, but the cmax still did not respond. A new cmax table was brought into the room. The patient was placed in supine position and transferred over to the new cmax table. The patient was again positioned appropriately for the procedure. No injury occurred to the patient during this period.maintenance technicians follow-up: the maintenance tech reported to the or room. The table remote displayed a service wrench and "defective charger." Advised to swap cmax. The non-functioning table/remote was removed from the room and steris was called in to repair the table. The service technician found water in the table electronics due to environmental services (evs) pressure washing the table. Maintenance followed up with evs and discussed the event. Prior to this event, evs reported that the table was saturated with blood and the evs staff were concerned that they could not get the blood out of the cracks and crevices. The evs staff decided that they would pressure wash the table to remove the blood. The evs supervisor instructed staff not to ever pressure wash a table. Evs will follow up with steris corporation on what is the practice in the event that a table is saturated in blood.